Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-33, lot# v309454, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had a yeast infection with symptoms of vaginal burning and lower abdominal discomfort noted. The etiology of the event was reported as ¿new illness, injury.¿ interventions include reprogramming on (B)(6) 2010 of the patient¿s implantable neurostimulator (ins) at which time the stimulation was turned up. The patient was also treated with diflucan (150 mg #2). The outcome of the event was reported, as of (B)(6) 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.